Event description:
It was reported that patient is having more frequent seizures about 1-2 a week. Patient was weaned from meds to reduce drug burden but increase in seizures frequency. At baseline, patient has seizures 2-4 a month. Caregiver reported seizures are getting more frequent recently, about 1-2/week. Medication was increased and vns interrogated, and no settings changes made. They are looking to have generator replaced. No surgical intervention has occurred to date. No additional relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
The reported increase in seizures was related to the decrease in medication to reduce patient's drug burden.

Manufacturer narrative:
B5. Describe event - correction - inadvertently did not include additional event details on initial MDR submitted. H6. Investigation findings ¿ correction ¿ inadvertently coded c20 instead of c19 in the initial MDR submitted. H6. Investigation findings ¿ correction ¿ inadvertently coded d15 instead of d14 in the initial MDR submitted.